Event description:
Dexcom g6 continuous glucose monitor erroneously reported glucose levels throughout the night causing high and low blood sugars due to altered insulin levels through the tandem insulin pump. These events occurred while sleeping leaving me unable to respond.